Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported that the insulin pump's led was damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.